Event description:
During cataract extraction, aspiration failure caused the pressure in the eye to increase which led to a broken capsule. While the dr was performing a vitrectomy to correct the problem, some of the nucleic particles fell into the back of the chamber. The pt underwent a posterior vitrectomy two weeks later to remove the particles.